Event description:
The customer reported that at 2:00am on (B)(6) 2014, her blood glucose reached 17 (mg/dl) so her husband called 911. An ambulance came to the customer's home, however, no details from the treatment were provided.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ambulance visit for hypoglycemia. No lot qualification records were reviewed, as the product lot number was not provided.